Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "slight contracture"

Event description:
Patient reported against right side "requested information about the recall of allergan prosthesis, and some kind of support to patient perform an explant or replacement","hardening of right breast" ,"tugging sensation of right arm and neck on the right side" not related to device, "pain in both, but more constant on right side", and "back pain right side and spine."later patient reported, "that physician (¿) said that a slight contracture happened and there is necessity of replacement" and "patient reported that due to asia syndrome (as reported), will only be able to be diagnosed after the explanting surgery and improvement of condition without the prothesis." Device remains implanted.

Event description:
Patient reported against left side "requested information about the recall of allergan prosthesis, and some kind of support to patient perform an explant or replacement","hardening of right breast" ,"tugging sensation of right arm and neck on the right side" not related to device, "pain in both, but more constant on right side", and "back pain right side and spine."later patient reported, "that physician [¿] said that a slight contracture happened and there is necessity of replacement" and "patient reported that due to asia syndrome (as reported), will only be able to be diagnosed after the explanting surgery and improvement of condition without the prothesis" and "contracture baker IV." Device remains implanted.

Event description:
Patient reported against right side "requested information about the recall of allergan prosthesis, and some kind of support to patient perform an explant or replacement","hardening of right breast" ,"tugging sensation of right arm and neck on the right side" not related to device, "pain in both, but more constant on right side", and "back pain right side and spine."later patient reported, "that physician (¿) said that a slight contracture happened and there is necessity of replacement" and "patient reported that due to asia syndrome (as reported), will only be able to be diagnosed after the explanting surgery and improvement of condition without the prothesis." Device remains implanted.